Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot number were not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. He patient effect of pain is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure using a proglide device relative to a cardiac catheterization procedure. Reportedly, 24 hours later, the patient started experiencing constricting nerve pain at the femoral site, and more extreme irritation developed. The symptoms worsened in the following weeks and months, affecting the patient's ability to sleep well. Pain killers were taken but did not always help. Per subsequent consultation, the physician did not believe anything was wrong. CT scans and ultrasounds also revealed "nothing on the scans." Several vascular surgeons refused to do anything [provide treatment/ diagnoses]; however, one physician did provide an unspecified procedure to treat the patient. No additional information was provided.

Manufacturer narrative:
Correction: b3, b6: date updated.

Event description:
Subsequent to the initially filed report, the following additional information was received: the device used in the procedure was a proglide. Additional information was received on 02/09/2026: procedure date was on (B)(6) 2017. The access site was in the left femoral (unspecified) artery using a 6f sheath. The proglide was used to achieve hemostasis after the diagnostic left heart catheterization procedure. No additional information was provided.